Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7 sensor and the ilet, resulting in signal loss to the ilet while blood glucose levels and dosing were reported as unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and no need for medical care. Customer care provided guided troubleshooting and user education, including toggling device settings between dexcom g6 and g7, initiating a sensor repair/re-pair process, and advising a pairing window to allow reconnection. Investigation of this case revealed a communication interruption between the cgm and the ilet with successful mitigation steps provided, consistent with previously documented intermittent bluetooth pairing issues. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interference consistent with known cgm-to-pump connectivity limitations.